Manufacturer narrative:
Concomitant medical products: 250ml baxter bag, din (B)(4), lot number w8b12c2, exp (B)(6), naci 0.9% and 25ml baxter bag, din (B)(4), lot number w8a10c1, exp (B)(6), 0.9% sodium chloride. The customer's report of a leak was confirmed. Visual inspection showed no anomalies. Functional testing and pressure testing confirmed the fluid within the drip chamber was leaking out from the engagement of the pvc tubing to the inlet port of the drip chamber cap. Dimensional analysis showed the tubing was within specification. The affected tubing was manually pulled out from the inlet port and insufficient solvent was noted. The root cause was identified as insufficient solvent being applied at the engagement of the tubing.

Event description:
The customer reported during flushing of a platelet transfusion, approximately 45 minutes into use, drops of platelets were noted above the filter chamber. There was no patient harm.